Event description:
As reported via the (B)(4) study, a patient experienced elevated cardiac enzymes after the index procedure and gout approximately 16 months after the index procedure. At the time of the index procedure, lesions in the mid left anterior descending (lad) and mid 1st diagonal, 1st obtuse marginal, as well as the mid and distal right coronary artery (rca). The indication for the procedure was a positive stress test with ischemic changes on his EKG. The 1st obtuse marginal lesion was 10mm in length, de novo, and class a, with 90% stenosis. The reference vessel was 3.0mm in diameter. A 3.0 x 13mm cypher rx was implanted at 16atm by direct stenting and was post-dilated per standard procedure with a 3.0 x 8mm balloon at 19atm. The mid lad lesion was 15mm in length, de novo and class b1 with 80% stenosis. The reference vessel was 3.2mm in diameter. A 3.0 x 18mm cypher rx was implanted at 13atm by direct stenting and was post-dilated per standard procedure with a 3.25 x 12mm balloon at 17atm.

Manufacturer narrative:
The mid 1st diagonal lesion was 12mm in length, de novo, and class b1 with 80% stenosis. The reference vessel was 3.0mm in diameter. A 3.0 x 13mm cypher rx was implanted by direct stenting at 17atm and was post-dilated per standard procedure with a 3.0 x 8.0mm balloon at 17atm. Approximately two days later, the patient had a stent placed in his mid and distal rca. The mid and distal rca lesions were completed two days after the initial procedure due to use of excessive dye. The distal rca lesion was 15mm in length, de novo, and class b1, with 70% stenosis. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.0 x 12mm balloon at 8atm and a 3.0 x 18mm cypher rx was implanted at 16atm. The stent was post-dilated with a 3.0 x 12mm balloon at 17atm per standard procedure. The mid rca lesion was 35mm in length, de novo and class c with 90% stenosis. The reference vessel was 3.5mm in diameter. A 3.5 x 33mm cypher rx was implanted at 14atm and post dilated with a 3.0 x 15mm balloon at 14atm and a 3.5 x 8mm cypher rx was implanted at 14atm proximal to and overlapping the first stent, and was post-dilated with a 3.5 x 25mm stent at 14atm. Pre and post timi flow was 3 for all six stents implanted and there was no residual stenosis. Pre-procedure ck was 273 (uln 170), ckmb was 2.0 (uln 2.4) and troponin was 0.068 (uln 0.399). Following the initial procedure, the peak ck was 273, ckmb was 3.22, and peak troponin was 0.983. Following the second procedure, the ck peaked at 170, ckmb at 5.18, and troponin at 2.45. Concomitant medical products: lotensin 10mg daily since (B)(6) 2009, norvasc 20mg daily since 2005, aspirin 325mg daily since (B)(6) 2009, prasugrel 10mg pre-procedure, bivalirudin intra-procedure. Complaint conclusion: as reported via the (B)(4) study, a patient experienced elevated cardiac enzymes after the index procedure. At the time of the index procedure, the lesions were in the mid left anterior descending (lad) and mid 1st diagonal, 1st obtuse marginal, as well as the mid and distal right coronary artery (rca). The indication for the procedure was a positive stress test with ischemic changes on his EKG. The 1st obtuse marginal lesion was described as 90% stenosed and de novo and was treated by direct stenting with a 3.0mm x 13mm cypher stent at 16atms. The stent was post-dilated as per standard procedure and the reported residual stenosis was 0%. The mid lad lesion was de novo and 80% stenosed. A 3.0 x 18mm cypher rx was implanted at 13atm by direct stenting and was post-dilated per standard procedure with a 3.25 x 12mm balloon at 17atm. The mid 1st diagonal lesion was de novo and 80% stenosed. A 3.0 x 13mm cypher rx was implanted by direct stenting at 17atm and was post-dilated per standard procedure with a 3.0 x 8.0mm balloon at 17atm. Approximately two days later, the patient had a stent placed in his mid and distal rca. The mid and distal rca lesions were completed two days after the initial procedure due to use of excessive dye. The distal rca lesion was de novo and 70% stenosed. The lesion was pre-dilated with a 2.0 x 12mm balloon at 8atm followed by the implant of a 3.0 x 18mm cypher rx at 16atm. The stent was post-dilated with a 3.0 x 12mm balloon at 17atm per standard procedure. The mid rca lesion was de novo and 90% stenosed. A 3.5 x 33mm cypher rx was implanted at 17atm and post dilated with a 3.0 x 15mm balloon at 14atm. A 3.5 x 8mm cypher rx was then implanted at 14atm proximal to and overlapping the first stent, and was post-dilated with a 3.5 x 25mm stent at 14atm. Pre and post timi flow was 3 for all six stents implanted and there was no residual stenosis. Pre-procedure ck was 273 (uln 170), ckmb was 2.0 (uln 2.4) and troponin was 0.068 (uln 0.399). Following the initial procedure, the peak ck was 273, ckmb was 3.22, and peak troponin was 0.983. Following the second procedure, the ck peaked at 170, ckmb at 5.18, and troponin at 2.45. The stents were implanted and, therefore, not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00196, 3003742446-2011-00197 and 3003742446-2011-00198.